Manufacturer narrative:
The flares of the .035" 8 x 59 x 135cm palmaz genesis peripheral stent on opta pro delivery system were in a damaged condition, so, the user was unable to complete the procedure. During the visual inspection it was noted that stent strut was uplifted at the distal area. The procedure was completed with the same device of a different size. There was no reported patient injury. The device was opened in a sterile field. The device was stored for one day. The device was stored, handled, and prepped per the instructions for use (IFU). There was no significant damage noticed before opening. There was damage noticed while inserting the device. There was a seventy percent stenosis. The product was returned for analysis. Per visual analysis, it was noted that stent strut was uplifted at the distal area. In addition, the balloon was received deflated and no other anomalies were noted. A functional analysis was not performed. Per microscopic analysis, the stent struts presented an uplifted condition, and no other anomalies were observed at the stent or the balloon. A product history record (phr) review of lot 82176578 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - strut uplift-distal¿ was confirmed since the stent struts presented with an uplift condition. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator handling, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿warning: do not use if the inner package is opened or damaged. Prior to stenting, the palmaz genesis® peripheral stent on opta® pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the flares of the .035" 8 x 59 x 135cm palmaz genesis peripheral stent on opta pro delivery system were in damaged condition, so, the user was unable to complete the procedure. During the visual inspection it was noted that stent strut was uplifted at the distal area. The procedure was completed with the same device of different size. There was no reported patient injury. The device was opened in sterile field. The device was stored for one day. The device was stored, handled, and prepped per the instructions for use (IFU). There was no significant damage noticed before opening. There was damage noticed while inserting the device. There was seventy percent stenosis. The device is expected to be returned for analysis.